Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a procedure. According to the complainant, it was noticed that the needle was bent. It could not be reported how the procedure was completed. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 66 mg/dl advantage system 1, 160 mg/dl advantage system 2, 67 mg/dl advantage system 1, 86 mg/dl advantage system 2. Low blood glucose symptoms were reported with these results. Customer self treated by eating 4 glucose tables and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551177, expiration date 03/31/2011). (B)(6.